Event description:
New information states that the patient presented to the emergency department on (B)(6) 2018 with dyspnea which started 3 days back and were gradually worsening with movement and rest.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the device was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Event description:
New information states that the patient presented to the hospital with symptoms of heart failure. The patient was recommended device upgrade. Review of the stored electrograms exhibited noise. Pocket stimulation was also reported.

Manufacturer narrative:
Device interrogation revealed that it was above eri. Further analysis will not be performed at this time per legal hold.

Event description:
It was reported that the device connector sparked. The patient experienced burning sensation under the skin. No further information was available.

Event description:
New information states that the patient was not feeling well after which he visited the doctor on (B)(6) 2018 and was prescribed medication. The patient alleges that no one did his cardiac examination and the medication did not help. The patient alleged that he thought he was dying. The patient presented in emergency room on (B)(6) 2018 with heart issues. He was informed that his enzymes were so high that it was possible he was having a heart attack sometime between (B)(6) 2018. The patient was admitted to the hospital. The patient had heart failure and he alleged that the device did not help. Patient underwent replacement surgery on (B)(6) 2018. The lead was not in all the way so the patient had to undergo lead replacement on (B)(6) 2018. The patient was discharged the next day after device check.